Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and discomfort with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient was given medical intervention and has taken pain killers, however, the issue did not resolve. The recipient continues to be monitored.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device and will be monitor by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.